Manufacturer narrative:
The pump was received with unresponsive act, esc and arrow buttons due to flattened button dome switches. No unlocked lcd keypad connector was noted. No scrolling numbers on the display were noted. The pump had a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's husband reported via phone call that the insulin pump's keypad was difficult to press. The caller reported that the buttons had to be pressed with a knife. Blood glucose level at the time of the incident was 239 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.